Event description:
It was reported to boston scientific corporation that a pt underwent a therapeutic hydrothermal ablation (hta) procedure that occurred in 2008. According to the physician, approx a few minutes into the procedure, the system generated a fluid loss alarm (rate unk). They paused the procedure and did not notice any fluid loss in the cavity. They restarted the procedure but received another fluid loss alarm. The physician stated that when they went to pause the system they inadvertently stopped the case. Prior to the system cooling down, they moved the pt from one bed to another with the sheath still inserted to ensure cool down. When they thought the system was completely cooled down, they moved the sheath and noticed a superficial burn from the pt's introitous down to her left buttock (more of a trickle effect). The pt was treated with silvadene cream. The pt was seen approx 48 hours post hta procedure and a change was not noticed. The physician will continue to follow the pt but stated she was not overly concerned about the burn. The pt had a low grade fever that was noticed prior to the procedure and was treated with antibiotics.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a device evaluation is not available. We are not able to determine the relationship between this device and the cause for this event.